Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: suggested component code- mechanical (g04) ¿ drill. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill surface. Further inspection shows that the drill has fractured near where the fluted portion of the drill meets the drill base. The complaint is confirmed. A determination cannot be made as to what caused the drill to fracture. A fracture analysis was not conducted due to the signs of multiple uses as well as there being no additional complaints for this part lot combination regarding the drill fracturing. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, d9, g3, g6, h2, h3, h6, and h11.

Event description:
No further evet information is available at the time of this report.

Event description:
It is reported that the drill fractured during use. Debris was recovered during the procedure. The procedure was completed with another drill. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.